Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received that this lead was surgically abandoned and replaced due to the ongoing high out of range shock impedance measurements. Technical services (ts) confirmed that this was a gradual increase. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported, that this right ventricular lead. Exhibited high out of range shock impedance measurements. Further evaluation of the system was discussed. This lead remains in service. No further adverse patient effects were reported.